Manufacturer narrative:
Age at time of event: older than 18 years. Device evaluated by MFR: investigation completed on the returned complaint device. The device was bloody. The tip, distal shaft, collar, and hypotube were microscopically and visually inspected. Inspection revealed tip damage (flattened), numerous kinks in the hypotube, and a partial separation at the distal edge of the collar. Inspection revealed no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 26feb2019. It was reported that the device could not cross the lesion. A guidezilla guide extension catheter was selected for use for a percutaneous coronary intervention procedure in a lesion with moderate tortuosity and mild calcification. The device was unable to cross the lesion during procedure. There were no patient complications reported. However, device analysis revealed that the device had a partial separation.